Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -06.00 diopter, into the patients right eye (od) on (B)(6) 2021. The lens was reported as still having persisting excessive vaulting and remained implanted. This lens was the replacement lens for MFR. Report # 2023826-2021-01941. Additional information has been requested but none has been forthcoming.